Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported through the shockless study that the patient was experiencing pocket pain. The device was repositioned and remains in use. Follow-up for further information on the event did not receive a response. No patient complications were reported as a result of this event.